Event description:
Country of complaint: (B)(6). Implant was not able to be inserted into hook insertion instrument. No surgical delay.

Manufacturer narrative:
Component used w/this device was not returned for evaluation. No noticeable product deviation in relation to the mentioned failure could be found. Abrasions were noted on the outer on the outer tulip of the device, however, are not related to this failure. The dockability between the thoracic hook and the insertion instrument fw211r/s4 hook holder was tested w/an available insertion instrument (fw211r) from the marketing & development department; the coupling was possible w/out any problems. A dimension check of the outside diameter of the tulip revealed no deviation to the technical drawing. The device quality & manufacturing history records have been check for all available lot numbers. The device history file has been checked and find to be according to our specification valid at the time of production. No similar incidents have been filed w/products from this batch. Based on the information available as well as a result of our investigation, the root cause of the failure is user related. The reported failure cold not be recreated.